Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/1/2021. H.6. Investigation: bd received 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd determined the root cause of the failure to be related to our manufacturing process. During assembly the tubing is manually attached, and for this sample the manufacturing personal did not properly push the tubing over the wedge of the connection site. A retraining of all manufacturing personal involved in the assembly process has been carried out to prevent reoccurrence. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing separated from the connector during the puncture. The following information was provided by the initial reporter, translated from chinese to english: "during puncture, it was found that the y-shaped connector was separated from the extension tube".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing separated from the connector during the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "during puncture, it was found that the y-shaped connector was separated from the extension tube".